Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/29/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r18183 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act kaolin cartridge lot r18183.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) male patient with chest pain. There was no additional patient information at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient was given a heparin but unknown if or when protamine was administered. The result of 444 seconds at 16:22 cannot be explained at this time. The investigation is underway.